Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR: 0001825034-2020-00494.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI #: (B)(4). Concomitant medical products: compress short anchor plug catalog # 178562 lot # 461060, compress centering sleeve catalog # 178544 lot # 377200, compress transverse pin catalog # 178529 lot # 017480, compress device nut catalog # 178512 lot # 099450, compress traverse pin catalog # 178528 lot # 798680, unk stryker gmrs adapter catalog # unk lot # unk, 5cm cps to stryker gmrs adptr catalog # cp0001868 lot # 521070. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-04669, 0001825034-2019-04671, 0001825034-2019-04672, 0001825034-2019-04674, 0001825034-2019-04676. Discarded

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain. Attempt for further information has been made, but no further information has been provided.